Event description:
On june 26, 98 the pt was treated for a black ink tattoo removal on her ankle with the medlite IV laser (1064nm, 2.5j/cm2, 8mm spot size). This was her eigth laser treatment for this particular tattoo; only half of the tattoo was treated at a time to avoid compartmentalization. The prior seven treatments were done with the medlite laser (1064nm, 5.1-5.9j/cm2, 3mm spot size). Both treatment parameters were well within labeling requirements (1064n, 2-12j/cm2). The pt was instructed by the treating physician to dress the treatment area with non-stick gauze, per standard procedrure. She came in for follow-up examination on 7/15/98. She complained of third degree burn at the treatment site and she requested confirmation from the attending physician. Prior to this follow-up exam, she had seen a plastic surgeon who gave her reason to believe that the wound may be a burn. The attending physician did not confirm the burn status and suggested that she seek a second opinion from a different plastic surgeon. At that time it was noted that the pt was using regular gauze and when questioned stated she had been using the regular gauze all along. It is felt that the use of the regular gauze irritated the wound by pulling off the scab which delayed healing. This resulted in a wound that had the superficial characteristics of a burn. Pt status in unknown at this time as she has not returned for examination and is seeking legal action. There have been no other reports of skin burns with either medlite laser.